Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead exhibited no capture and was likely due to rv lead was dislodged. The lead was surgically repositioned. No additional adverse patient effects were reported.